Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The manufacturer evaluation revealed that the white, red and yellow cable, the end cap (square) and the round tube must be renewed. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that the cable is worn. There was no harm for the patient, operator or third party reported. No further information received.